Manufacturer narrative:
Approximate age of device ¿ 30 days. The pump was not explanted; therefore, the pump is not available for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient was placed on comfort measures on (B)(6) 2018 due to multiple organ failure and sepsis of unknown etiology. Later that day, the vad team disconnected the patient's modular cable connection and the patient subsequently expired. It was reported the device functioned appropriately and was not explanted. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. The device was not explanted for analysis. The hm3 lvas instructions for use (IFU) lists infection and sepsis as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.